Manufacturer narrative:
(B)(4). Batch #n91p5e. The analysis results found that the el5ml device was received with no damage in the external components. In addition, 1 clip malformed was returned inside a petri dish. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hepatectomy, the clip was malformed at the 15th firing on the blood vessels. After the device was fired and was removed, bleeding was confirmed from vein. The deployed teardrop-shaped clip was sticking on the device. The amount of bleeding is unknown. Another device was used to complete the case. There were no adverse consequences to the patient.